Manufacturer narrative:
Pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip, partially broken retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported plastic ring fell off on friday. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.